Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a photo sensor board, part b68356 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported generation of erroneous high patient results for sodium (na) on the dxc 700 au clinical chemistry analyzer. There was no change in patient treatment in association with this event.